Manufacturer narrative:
The sample was serum. The customer did not report any system performance issues to bci contact. Service was offered by bci contact, but declined by the customer. A definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review of complaints within the date range (B)(6) 2010 - (B)(6) 2010 for additional reportable events/occurrences.

Event description:
A customer was contacted by beckman coulter inc. (Bci) and stated that a discrepant ckmb result was generated by access 2 immunoassay analyzer for one patient approximately 4 months ago. Because the result did not fit the clinical picture of the patient, the result was not reported out of the laboratory. Repeat testing produced a result within the normal reference range, which was reported out of the laboratory. The customer did not receive any report of injury or change in patient treatment associated with this event.